Event description:
While performing laparotomy, lysis of adhesions surgical procedure (wearing non-latex gloves), surgeon was cutting thru polypropylene mesh with electrosurgical unit pencil on out-setting of 50. A shock was felt and burn mark noted on middle finger, interior, above medial joint, on left hand. Finger postioned below mesh during cutting. The surgeon believes this would not have occurred with latex gloves. After gloves replaced, surgery continued with same equipment and no further problems.